Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. The distributor alleged that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 06/22/2015 with the following findings:during testing, the pump powered on to a fully functional and legible display. The pump case was removed and the display screen was found to be intact with the display flex fully seated in the connector. The complaint that the display screen was blank was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).